Event description:
It was reported that an anesthesia extension set had unspecified damage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the sample was received for evaluation. A visual inspection of the device identified gels tube inside the tube. The cause of the malfunction was a defect in the tube extrusion process during manufacturing. A CAPA has been opened to address this issue and is under investigation. If additional relevant information is obtained, then a follow-up MDR will be submitted.